Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 during a robot-assisted total hysterectomy and pan dissection procedure and ¿during the operation, a camera confirmed that there was a crack in the tip of the trocar.¿ the procedure was completed with an alternate same device. Further assessment discovered there was fragmentation of the device. The location of the fragment is unknown. Conmed japan sent an update on (B)(6) 2023, and "the as 12mm port was repositioned from the leftmost side to the rightmost side. At that time, the possibility that the inner cylinder was not inserted properly cannot be denied. The surgeon did not remember the timing, but he was aware of the damage during the operation. The patient developed ileus after the operation, and the ileus was released laparoscopically on (B)(6)(tue). Even if the fragments had been left inside the body, it would have adhered to the point that it was 100% clear that there was no causal relationship. It is unknown what happened to the fragments. Forceps in and out of the trocar: hemolock l, gauze, 5mm forceps, etc.¿ this report is being raised due to the reported injury of fragmentation possibly left in the patient as the location of the fragments is unknown and a 2nd procedure was required.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 during a robot-assisted total hysterectomy and pan dissection procedure and ¿during the operation, a camera confirmed that there was a crack in the tip of the trocar.¿ the procedure was completed with an alternate same device. Further assessment discovered there was fragmentation of the device. The location of the fragment is unknown. Conmed japan sent an update on 14jul23, and "the as 12mm port was repositioned from the leftmost side to the rightmost side. At that time, the possibility that the inner cylinder was not inserted properly cannot be denied. The surgeon did not remember the timing, but he was aware of the damage during the operation. The patient developed ileus after the operation, and the ileus was released laparoscopically on (B)(6) (tue). Even if the fragments had been left inside the body, it would have adhered to the point that it was 100% clear that there was no causal relationship. It is unknown what happened to the fragments. Forceps in and out of the trocar: hemolock l, gauze, 5mm forceps, etc.¿ this report is being raised due to the reported injury of fragmentation possibly left in the patient as the location of the fragments is unknown and a 2nd procedure was required.

Manufacturer narrative:
Received one ias12-100lpi in unoriginal package. Lot number was not able to be verified. Performed a visual inspection, the complaint was confirmed. The tip of the trocar was chipped. A 2 year lot history review could not be conducted as a lot number was not provided. A device history record review could not be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of (B)(6) reports, regarding (B)(6) devices, for this device family and failure mode. During this same time frame (B)(6) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(6). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established; ensure that the patient is properly positioned so that organs are away from the penetration site; direct the airseal access port¿s tip away from significant vessels and organs; do not use excessive downward force. A determination for further investigation has been initiated. We will continue to monitor for trends through the complaint system to assure patient safety.